Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient tried charging his implantable neurostimulator and was not able to a couple of months prior to the report. At that point in time, it had been several months since he had last charged his implantable neurostimulator. The patient is now more active, so he has more pain, and he wants to get his pain under control by using his spinal cord stimulation. The patient was unable to connect to his implantable neurostimulator at the time of the report. Additional information was received from a manufacturer representative (rep). It was reported that the rep was with the patient at the time of the call and was performing a physician mode recharge. The patient indicated that the last successful charge was in (B)(6) 2019. Additional information received from a manufacturer representative (rep). It was reported that the rep was unable to read the device. The device was last charged a year prior to the report because the patient was tired of charging because it took too long. The patient was unsure if this was the second or third overdischarge. The rep trickle charged the ins and met the patient again the next day. The ins then showed the end of service (eos) message. All impedances were within normal limits. The patient was being sent to a surgeon for replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.